Event description:
Upon review of a (B)(6) male pt's flag file zoll customer support reported battery fault flags. Zoll customer support contacted the pt contacted and issued him a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon evaluation, the white wire connecting the pca to the battery cells was broken at the pca board. The cause for the battery faults was the broken white wire. The root cause for the broken white wire cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.